Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a020504 captures the reportable event of a hole in the device packaging.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was received by the customer on an unknown date. It was reported that upon receiving the packaging, the balloon packaging was perforated/torn in the areas where the scratches are observed. Media inspection of the product packaging provided by the complainant revealed multiple small punctures and indentations located on the sterile pouch. The damage appears as several clustered pin sized penetrations and surface dents on the front side of the sterile pouch. The complainant also reported that the outer shipping box containing the sterile balloon pouches showed no signs of damage. The device was not used in a procedure. No patient was involved at the time of event, and no patient complications were reported in connection with this event.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was received by the customer on an unknown date. It was reported that upon receiving the packaging, the balloon packaging was perforated/torn in the areas where the scratches are observed. Media inspection of the product packaging provided by the complainant revealed multiple small punctures and indentations located on the sterile pouch. The damage appears as several clustered pin sized penetrations and surface dents on the front side of the sterile pouch. The complainant also reported that the outer shipping box containing the sterile balloon pouches showed no signs of damage. The device was not used in a procedure. No patient was involved at the time of event, and no patient complications were reported in connection with this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a020504 captures the reportable event of a hole in the device packaging. Block h11: investigation results the returned cre pro wireguided dilatation balloon packaging was analyzed, a visual and microscopic examination of the returned pouch packaging was performed. The evaluation identified only superficial surface marks. No holes, tears, punctures, or other defects that could compromise the integrity of the packaging were observed. Additionally, during the media inspection, based on the images associated with the complaint, the pouch packaging shows evidence of surface marks. No additional visible defects were identified from the provided media. Bubble leak testing was performed; no evidence of leakage was observed during testing. As such, no leaks were confirmed, and no breach or hole in the pouch was identified. Based on the available evidence, the pouch maintained its integrity, and no packaging problem was verified. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of packaging tear, rip or hole in device packaging was not confirmed. The analysis on the returned device packaging found superficial surface marks and no defects impacting package integrity were identified. These findings suggest that the reported condition may be related to device design characteristics. Therefore, the most probable root cause is cause traced to device design. An investigation to address this problem is in progress. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint.